Event description:
It was observed during the device inspection, that the colonovideoscope exhibited clogged nozzle and white foreign objects in the air/water channel and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, h6 - component code " access port" is being corrected to "tube 525". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material that remained in the nozzle, air/water channel, and air/water cylinder was likely that the device was not reprocessed properly due to leakage from the connector. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.